Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer's reservoir had a leak. The customer's blood glucose level was 248 mg/dl. Standard troubleshooting was performed. The customer's mother stated the insulin pump's reservoir compartment had 2 units of insulin in it and that the reservoir's o-rings were intact. The product is not being returned. Nothing further was reported.